Event description:
It was reported that the client noticed the battery impedance increased then "abruptly" drops to zero on the report. Technical services explained the reason this had changed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.